Event description:
This report is being cancelled as there is no malfunction warranted with this iabp.

Manufacturer narrative:
This report is being cancelled as there is no malfunction warranted with this iabp.

Event description:
It was reported that during technical training, the cardiosave intra-aortic balloon pump (iabp) has touch screen error 63. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.